Manufacturer narrative:
One osseotite® tapered certain® implant was returned for inspection. The implant shows large signs of wear at the top portion, and about the threads. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No additional testing was performed due to the condition of the returned products. A device history review was performed for the implant (item# xifnt413 / lot# 2014090992) and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there was one additional related complaints for this product lot. No device lot number was provided for the retaining screw so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. The complaint was confirmed, as the screw had fractured inside the implant drive feature. A root cause could not be identified.

Manufacturer narrative:
Unknown fractured abutment screw. The implant is being reported as a concomitant device.

Event description:
The customer indicates that the patient was presented in office on (B)(6) 2017 with a fracture of an unknown abutment screw inside on the implant (xifnt413). The doctor was not able to remove the fracture portion from the implant causing the implant to be removed as a result. The doctor also states the internal hex of the implant stripped out after the removal of the implant due to the fractured screw.